Event description:
During an in-clinic follow-up, it was not possible to interrogate the device and there was no response when magnet was applied. No intervention has been performed. The patient was in stable condition.